Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2019 was used as the event date. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during a spaceoar placement procedure in the perirectal fat performed on an unknown date. Reportedly, the patient received proton radiation therapy. According to the complainant, the patient experienced rectal bleeding and pain post radiation treatment. The patient went to the emergency room in (B)(6). A fistula was noted near the area where spaceoar was placed. Reportedly, it is unclear whether the patients side effects were caused by radiation. As of (B)(6) 2019, the patient had been discharged from the hospital and the fistula was being treated with steroids. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.